Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiopulmonary arrest which was caused by exposure to naturalyte and/or granuflo products administered for dialysis treatment.

Manufacturer narrative:
The date of death cannot be confirmed based on the initial info received. Follow-up attempts have been made and updates will be made upon receipt of additional info. This is one event for the same pt involving two separate products.